Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
Hold for jg 5.7it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor of the impactor device made a high-pitched squeal. It was further reported that the second handset on the second patient would not work. It was reported that all the safety checks were adhered to, and the use of the device on the patient was discontinued after the first fire. It was noted that this was the first time that the device was used in (B)(6). It was reported that there were no delays to the surgical procedure as the surgery was continued using the manual broaching technique. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.